Event description:
The manufacturer received information alleging a ventilator would not power on. There was no harm or injury reported. The ventilator was returned to the manufacturer's service center for evaluation and the customer's complaint was confirmed. The device's power supply board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the power supply board. The power supply board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the power supply board failing to power the device on was due to a shorted diode (d10).